Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from 4 years to less than 3 months in a span of 1 year. Engineering analysis determined that the device is depleting in a manner consistent with the low voltage capacitors advisory and recommended 90 day replacement as device battery is depleting prematurely. There is no further information available to date and the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from 4 years to less than 3 months in a span of 1 year. Engineering analysis determined that the device is depleting in a manner consistent with the low voltage capacitors advisory and recommended 90 day replacement as device battery is depleting prematurely. Additional information indicated that this device has been explanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.